Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. When the seal and cut was output, there was nothing being held between the grasping section and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. 2.due to the wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3.the output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. 4.force applied to activate the output in seal & cut mode or to grasp tissue was exerted on the probe, leading to the development of cracks at the contact mark. Therefore, an error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip's probe broke during the visual inspection and the tissue pads were worn out. There was no patient involvement.